Manufacturer narrative:
(B)(4). The device was returned in a used and severely damaged condition: the cap had separated from the sheath with the flare intact; however, the flare was crushed by hemostats so it is impossible to tell if the flare was manufactured correctly. Per specifications, the 100% inspection is performed. Furthermore, the IFU informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Devices from the complaint lot numbers were assembled after the effective implementation date of (B)(6) 2010 that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. Regardless, CAPA was previously issues at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. A CAPA was previously initiated at management discretion based on prior similar complaints.

Event description:
The device lost its valve during the procedure causing a considerable blood spill. The distal part of the device was clamped by the doctor to avoid any further blood spills. The pt did not require add'l procedure due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.